Manufacturer narrative:
(B)(4). Concomitant medical products: persona ps articular surface 11mm, catalog # 42512400911, lot # 63631532; persona cemented ps femoral component size 7, catalog # 42500606201, lot # 63581105; persona all poly patella 32mm, catalog # 42540200032, lot # 63550406. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00158; 0001822565-2018-05093; 0002648920-2018-00697. Location of device is unknown.

Event description:
It was reported that the patient underwent a left knee procedure. Subsequently, the patient complained of instability, snapping, popping, pain and swelling. The patient was revised due to pain and infection. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of x-rays and operative notes. Review of the operative notes dated left incision and drainage with poly liner exchange due to pain and decreased range of motion. Surgeon notes implant loosening, possible infection upon x-ray review. Cloudy synovial fluid aspirated from knee joint. The surgeon notes that the left knee appears to be infected. The review of x-rays from identified no loosening or fracture. X-rays identified a healed fracture. The healed fracture is on the mid diaphysis of the left femur and is not on the knee area. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.